Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was not confirmed. If additional info is received a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had hose damage (excluding rupture). The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional info provided.